Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that for a battery replacement case, pre-op diagnostics were within normal limits, 1546 ohms. The new generator was then placed and the impedance was still good, 1697 ohms. When placing the new generator in the pocket, the surgeon noticed damage to the lead wire. The lead was removed and it appeared to be in two pieces and per the surgeon they did not cut the lead during the procedure. After the revision the impedance was good, 1657 ohms. The explanted devices were discarded. No other relevant information has been received to date.